Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported the bypass tube was already detached. When the angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip. The pouch was fully opened on a clear and flat surface all the way from the arrow side to the end. There was no obstacle to open the pouch. The device was not used and another angio-seal device was used to successfully achieve hemostasis. The physician had completed the training process on the device prior to this case. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. The size of the sheath ancillary used was 8 fr. There was no health damage to the patient.